Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. As returned, the tip of the flex countertorque instrument has fractured. This device has an approximate field age of 5.5 years at the time of failure and has been used an unknown number of times. The most likely cause of failure is that the device exceeded its useful life due to normal wear. Dimensional analysis and hardness readings taken are within specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. Sem analysis indicates that the fracture was caused by repeated loading. No manufacturing abnormalities could be detected.

Event description:
It was reported that the tip of the instrument broke while seating the implant.